Manufacturer narrative:
A ge service representative performed an on site investigation. The arm was adjusted during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system was hard to move during a case. The procedure was completed without incident. No patient injury was reported.